Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and e mail that the insulin pump has a scratched display screen that is hard to read. Customer had fluctuating blood glucose from 20mg/dl to 500mg/dl at the time of incident. Troubleshooting found that the pump also has a diminished battery life and has alarmed no delivery. No further details given and no high blood glucose troubleshooting was performed.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08705 inches. No excessive no delivery alarms or unexpected battery alarms noted. Insulin pump received with cracked case at the display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window and case.